Manufacturer narrative:
Device eval by MFR: visual inspection revealed the device came outside the protective hoop. It has its distal section with the cover ptfe of core wire with peeled off. Under microscopic inspection was observed the cover ptfe with peeled off section. Dimensional inspection revealed the device met specification.

Event description:
Reportable upon analysis completed on 30mar2022. A non-complaint device was returned for analysis. However, analysis revealed the wire coating had peeled.